Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. There is no allegation of a machine malfunction or leak reported for this event. Based on available information a cause of the peritonitis cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized for peritonitis. The patient presented to the emergency room (ER) with generalized abdominal pain. The patient did not have any other symptoms. During an exam, the pain was found to have left lower quadrant and abdominal pain which was constant. The patient was admitted to the hospital and prescribed vancomycin, hcl + sodium chloride 0.9% intravenous (IV) solution 500 ml (2,000 mg 40 ml; 166.67 ml/hour IV loading dose, once) and cefepime 2 gm, 20 ml IV push once. A pd effluent culture resulted in no growth, but there was a high white blood cell (wbc) count (value unknown). The patient was discharged three days later. Additional hospital course is unknown. It is unknown if the patient continued pd therapy during hospitalization or if any fresenius products were utilized. The patient was discharged three days later.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.